Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Replaced the controller pcb.

Event description:
Customer reported, the system will not complete boot up. No patient injury was reported.